Manufacturer narrative:
Additional device listed in this event: catalog: 6721-0535 description: size 5 accolade ii 127 deg lot: 40460403 catalog: 6260-9-032 description: 32mm -4 lfit v40 head lot: 39804006 catalog: 623-10-32d description: trident 10° x3 insert 32mm ID lot: mkptle catalog: 2030-6530-1 description: 6.5 cancellous bone screw 30mm lot: mll0pt no catalog: 2030-6545-1 description: 6.5 cancellous bone screw 45mm lot: mepd67 at this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. An event regarding revision involving a tritanium shell was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: not performed because no medical records or x-rays were made available for evaluation. -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A recall search was conducted, and this specific device is not under any recall, please see attached email. Further information such as medical documentation and explanted devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the product in question was recalled requiring the patient to undergo additional hip replacement surgery to remove the product and/ or caused personal injuries to the patient.

Event description:
It was reported through the filing of a lawsuit that allegedly the product in question was recalled requiring the patient to undergo additional hip replacement surgery to remove the product and/ or caused personal injuries to the patient. Update on (B)(6) 2019 by qs: based on review of the medical records: "on (B)(6) 2016 he underwent a revision of the acetabulum and femoral head of the right total hip arthroplasty for a diagnosis of "loosening acetabular component right tha"" [...] "Impaction of the existing shell demonstrated mobility consistent with incomplete ingrowth..."

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant revealed: "no primary right total hip arthroplasty operative report, no history of primary components, and no examination of the explanted components are available. There are no x-rays available for review. There is no indication of migration of the acetabular component, which required an explant device to remove. There is also no description of symptoms or x-ray findings to indicate the need for revision surgery. In this morbidly obese patient with metabolic disease, firm fibrous acetabular fixation may have resulted from an undersized and/or inadequately seated primary acetabular component due to difficult exposure in this obese patient. Based upon the information available for review, no determination can be made regarding the indication for revision surgery of the right primary acetabular component in this patient. If additional information is received, this report will be updated. " -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for this reported lot. Conclusions: it alleged that the product in question was recalled. However, based on the review, none of the reported products are linked to a recall. The clinician review revealed that "in this morbidly obese patient with metabolic disease, firm fibrous acetabular fixation may have resulted from an undersized and/or inadequately seated primary acetabular component due to difficult exposure in this obese patient. Based upon the information available for review, no determination can be made regarding the indication for revision surgery of the right primary acetabular component in this patient. If additional information is received, this report will be updated. " the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary right total hip arthroplasty operative reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The following devices were also listed in this report: accolade ii hip stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the product in question was recalled requiring the patient to undergo additional hip replacement surgery to remove the product and/ or caused personal injuries to the patient.